Manufacturer narrative:
The product was not returned for analysis. The reporter did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced dryness, burning, halos around lights, itching, flashing light sensations, floaters, sensitivity to light, vision distortion and patient had used lymphocyte function-associated antigen-1 (lfa-1) antagonist and immunosuppressants. Additional information was requested.

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).